Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient went running the other day after they were told they could start running again, but then they noticed they were having issues again. The patient stated the loss of therapy started the week of the report right after they started running. Before the call, they checked with the controller and stated it was on. The patient was going to try raising the settings when they had the controller with them and if it didn¿t resolve they would follow up with their healthcare provider. No further complications were reported.